Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the main half-height drawer 2 pockets had not been detected on the bus. A field service engineer cleaned the contacts on both drawer controller boards, secured the connections, and tightened the hard stops. The device tested good in the hardware test application and was verified successfully. The operational status was confirmed, and all connections were secure. The issue was resolved, and the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.